Event description:
The reelpass suture jammed during procedure. Also pds suture snapped multiple times. Before the procedure . The device was 'primed' by pulling out 1 metre of suture and ensuring it was working smoothly. The surgeon took apart the reelpass and untangled the spool of pds suture. The procedure was completed successfully. No harm to patient.

Manufacturer narrative:
The complaint is confirmed upon review of the customer-provided photo, which displays the tangled wire along the spool. However, as the device was not returned for physical evaluation, the most likely cause for the reported failure can be attributed to misuse/mishandling due to damage to the device. No change in harm was identified.